Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not confirmed. The unit was burned in for more than 3 hours using a test clv-190 light source and multiple scopes. The power functioned normally and the unit did not abnormally shut off during testing. However, a worn video connector latch, causing poor connection to the scope end and a deformed rear panel, preventing connection of the maj-1933 cable were found. A root cause for the reported problem could not be determined.

Event description:
A user facility reported to olympus that the unit shut off. The problem, as reported to olympus, occurred during a procedure. There was no patient injury or harm, associated with the problem, reported to olympus.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely causes as follows: 1.) Report of "unit shut off": since the phenomenon could not be reproduced during the device evaluation, it is believed that the event occurred due to factors other than the failure of the device. 2.) Maj-1933 cannot be connected due to rear panel deformation and 3.) Loose scope connection due to worn scope connector lock: it is likely that these issues were caused by the application of excessive force to the rear panel and the scope connector by the user. As stated in the instructions for use, as a preventive measure: "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. " "push the video connector into the video connector socket of the instrument all the way until it clicks, holding this instrument with a hand so that it will not move. Confirm that the "up" mark points upwards. When a visera series endoscope or camera head is used, disconnect the video connector of the videoscope from the instrument, holding the instrument with a hand so that it will not move and push the locking lever down."

Manufacturer narrative:
This supplemental report is submitted to provide additional event related information.

Event description:
The problem occurred during the beginning of the procedure. The intended procedure was completed with no delay using the same device.